Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. On (B)(6) 2015, the patient found out she was allergic to the sutures. In (B)(6) 2015, they found a hole in the catheter that was leaking medication and spinal fluid. It caused horrible amounts of pain. On (B)(6) 2015, the hcp went in surgically and cut off parts of the catheter and replaced the tubing. The hcp didn't know the "patient was allergic to the tubing or rejecting the tubing" until (B)(6) 2015 "because the patient was draining a lot." On (B)(6) 2015, the patient was leaking spinal fluid and went back in to surgery because the tubing came apart. They put the tubing back together. On (B)(6) 2016, the entire device system was removed due to an allergic reaction ("patient was allergic to the tubing or rejecting the tubing") that caused an infection in the catheter track and spine. The patient experienced fever, redness, swelling, drainage and pain. The patient was given intravenous (IV) and oral antibiotics. The patient still had pain from her preexisting conditions and was on oral medications for pain relief. On (B)(6) 2016, the patient had a post-operative appointment to remove the sutures from the system explant.

Manufacturer narrative:
Additional information determined the following: patient is also related to this event: (B)(4).

Event description:
Additional information received from the healthcare provider (hcp). The pump was implanted on (B)(6) 2015. The patient had several problems since. It was not thought to be an allergic reaction but rather the patient's body rejecting a foreign body. It was also stated that the patient had a seroma and their wounds were not healing. It was noted that there was a catheter leak that was repaired on (B)(4) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving hydromorphone (1mg/ml at 0.15 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient presented to the physician with fluid buildup at her lower back. The physician determined that there may be fluid buildup and it may have been due to catheter disconnect or dislodgement. There was buildup of fluid at the patient¿s lower back in the region where the catheter enters the intrathecal spine. The area was distended due to fluid buildup under the skin. X-rays were taken and palpation of the distended area of the lower back. The distended area was significant enough that the physician felt she must do exploratory surgery to seek out the cause of the fluid buildup. Surgery was performed. When opening the spinal site where the catheter entered the spine, it was discovered that the spinal segment of the catheter had become disconnected from the pin connector. The intrathecal portion of the catheter was replaced and a new catheter connector was used. The issue was resolved with that fix. The patient status at the time of this report was ¿alive ¿ no injury.¿ if additional information is received, a follow-up report will be sent.